Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm4) had a 319 error. The system was restarted and hard power cycled, but the issue remained. The surgeon required all four usms for this procedure. A patient side cart (psc) that was not in use and was brought into the room. The system was restarted with the new psc and the procedure was resumed robotically. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no reports of the system faulting when initially powered on.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm4) due to 319 error. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported 319 error was confirmed and replicated. In system logs, the 319 error was found indicating node not present on the usm axes controller carriage (acc) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, the rolling loop fiber was found misaligned that would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered, indicating fault on the acc pca, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where 319 was found to be failing on the acc pca. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The probable root cause is attributed to the rolling loop fiber component failure caused by a stress problem.

Event description:
Refer to h11 for follow-up information.